Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the battery. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and verified the malfunction. The battery is required to be replaced. The device was returned to service and labeled with limited use.